Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found a crack and deep scratches on the distal end cover, which most likely contributed to the reported phenomenon. The device failed electrical leak testing due to the crack on the distal end cover and a cut found on the insertion tube. The device also failed leakage testing due to the same cut on the insertion tube. There was evidence of thermal damage on the channel opening at the distal end and buckles on the insertion tube. The damages found on the device are consistent with physical damage due to user mishandling. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that prior to a procedure, the users observed smoke coming from the distal tip of the endoscope shortly after it was connected to the light source. The users removed the device from service and utilized a different, but similar device to perform the procedure. The users stated that there was no debris noted on the distal end of the endoscope during inspection. There was no user or pt harm.